Manufacturer narrative:
The device was returned, decontaminated and visually inspected. It appears that the bar feeder was jammed in the actuated position. The device was returned with a damaged bar feeder, which made functional testing impossible. The cartridge was jammed inside of the chamber. Under 20x magnification, it appears that the wings of the cartridge came in contact with the bar feeder, causing both components to become deformed. A root cause for this issue could not be determined. A possible root cause may be firing the device in an incorrect position.

Event description:
The m/l-10 multi-fire clip applier jammed during a surgical procedure. Therefore, a new device was used in the procedure. The procedure and anesthesia time were extended for 10 minutes. There was no harm to the patient.